Manufacturer narrative:
The field service engineer found the rinse mechanism was overflowing the reaction cells, the solenoid valves were clogged, and the vacuum pump diaphragm was damaged. He cleaned the valves and adjusted the rinse levels. He replaced syringe seals, the vacuum pump diaphragm, and heat cut filter. He ran precision testing that passed and the customer ran calibration and qc that was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 ul c501 module. Examples were provided as: patient 1 initial ise indirect gen.2 sodium result of 124 mmol/l and a repeat result of 134 mmol/l. Patient 2 initial sodium result was 127 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 3.3 mmol/l and the repeat result was 4.0 mmol/l. The initial chloride result was 90 mmol/l and the repeat result was 100 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent. The analyzer alarm trace contained multiple abnormal aspiration alarms, low pressure in vacuum tank alarms, and cell blank out of limits messages on the date/time of the event. This is an indication of possible poor sample quality.